Event description:
Home pt (hp) reports leak in drain line tubing of homechoice set in initial drain of apd treatment. Leak was noted at cassette and tubing interface per hp. Hp ended treatment at that time and did a manual exchange. No pt injury or medical intervention required per hp.